Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention due to an infection that developed at the pod¿s infusion site (hip/buttocks) while wearing the pod for longer than 48 hours. The patient reported that the site started to itch, was swollen, was red, inflamed, warm and painful to the touch and had purulent discharge. The patient visited the doctor who drained the discharge and prescribed a five-day course of amoxicillin. The doctor also advised the patient to use a hot compress on the infection. The patient also reported that they continued to manually drain the infection themselves. The patient reported that their blood glucose levels remained ¿normal¿ during this incident, however did not provide exact values.